Manufacturer narrative:
Date sent to the FDA: 02/28/2020. Additional information: d4, h4, h6. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances related to the reported complaint condition were identified. Additional information was requested, and the following was obtained: how was the needle retrieved from the patient? - the needle has been retrieved by the surgeon with the needle holder. *was the needle retrieved during the initial procedure?- yes. *was a 2nd procedure performed to remove the needle?- no. *was the initial procedure completed successfully?- yes. *was there any adverse consequence associated with the patient? - no. *name of the procedure?- unk. *tissue on which used?- subcutaneous tissue. *what is the patient¿s current health status and condition? - the patient is doing well. *confirm lot number. Is it pebchjr0? Or pe8chjr0? - pebchjr0.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The needle pulled off from the thread during the use. It is remained inside the patient. The actions taken were to search and remove the needle. No adverse patient consequences were reported. Additional information was requested.